Event description:
Patient was on viasys avea ventilator for use of heliox. Low o2 alarm for sensor alarmed despite attempt to recalibrate with 100% fio2. Heliox was turned off and pressure hose for medical air connector was attached to back of vent. Pressure hose was placed in the wall connector. At that time the alarm for no ID was displayed on screen. Patient's spo2 remained at 99-100%. Avea ventilator was removed from room and the patient was placed on another ventilator with no difficulty.

Event description:
Patient was on viasys avea ventilator for use of heliox. Low o2 alarm for sensor alarmed despite attempt to recalibrate with 100% fio2. Heliox was turned off and pressure hose for medical air connector was attached to back of vent. Pressure hose was placed in the wall connector. At that time the alarm for no ID was displayed on screen. Patient's spo2 remained at 99-100%. Avea ventilator was removed from room and the patient was placed on another ventilator with no difficulty.